Event description:
Came to bedside to begin care time. Infant crying vigorously, and arms and legs moving. Infant given pacifier and PICC line checked. Hub found in bed and had ? Torn off portion in infant. Portion on infants arm still completely intact. Tegaderm intact. Hub in bed with some wetness of linen and small amount of blood loss with fluid. Dr. Called to bedside immediately. When arrived, infants PICC line removed by same using adhesive remover and pacifier given to keep calm. Tolerated well. Removed intact per same. Measured 16.25 cm (portion removed). No harm to patient but needed to access another site for reinsertion of another PICC.